Manufacturer narrative:
Review of the manufacturing records indicated the device met pre-release specifications. Examination of the returned device revealed the following: no delivery system was provided and only a stent was received; the stent displayed visible damage to the rings. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed. All information has been placed on file for use in tracking and trending. .

Event description:
The following was reported by the fsa: the physician was attempting to deliver the gore® viabahn® vbx balloon expandable endoprosthesis over a rosen wire into the celiac artery using a tour guide steerable sheath(groin approach). The tour guide kicked out of the celiac artery and the physician could not get the tour guide back into the celiac artery. The gore® viabahn® vbx balloon expandable endoprosthesis was advanced back and forth trying to get into the celiac artery but it kept hitting the cook fenestrated aaa graft. Then the gore® viabahn® vbx balloon expandable endoprosthesis went into the celiac artery but it came off the catheter during manipulation. The gore® viabahn® vbx balloon expandable endoprosthesis was now halfway in the celiac artery and the aorta. The physician used a snare to capture and removed the gore® viabahn® vbx balloon expandable endoprosthesis without any consequence to the patient.